Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-05324 and 3005099803-2024-05325 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a fluid collection during a drainage procedure performed on (B)(6) 2024. During the procedure, the axios 20x10 stent was attempted to be deployed; however, it fully deployed inside the endoscope. The stent was removed using biopsy forceps. Another 20x10 axios stent was then used; however, the same issue occurred. The procedure was completed using a 15x10 axios stent. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been updated with the additional information received on december 04, 2024. Block g4 (premarket/510(k) has been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The inner sheath was also kinked. No other problems were noted to the stent and delivery system. The reported event of stent first flange difficult to position and device entrapment of device or device component cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, the analyzed inner sheath was kinked. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device. Taking all available information into consideration, the investigation concluded that the reported event of stent first flange difficult to position and device entrapment of device or device component is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a fluid collection during a drainage procedure performed on (B)(6) 2024. During the procedure, the axios 20x10 stent was attempted to be deployed; however, it fully deployed inside the endoscope. The stent was removed using biopsy forceps. Another 20x10 axios stent was then used; however, the same issue occurred. The procedure was completed using a 15x10 axios stent. There was no patient complications reported as a result of this event. An axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The inner sheath was also kinked. No other problems were noted to the stent and delivery system. Additional information received on december 4, 2024: it was reported that during the procedure, the first axios 20x10 stent was attempted to be deployed. The physician completed all the steps of deployment; however, the second flange did not release from the scope. The scope was removed along with the axios stent, and a biopsy forceps was used to remove the stent from the scope. Another 20x10 axios stent was then used; however, the same issue occurred. The scope was sent to the engineers of the hospital, and the catheter was cut using pliers 1 cm below the black marker and then proceeded on removing the device from the scope. It was later discovered that there was a slight crease on the second flange. The patient was discharged two days later.

Manufacturer narrative:
Block g4 (premarket/510(k) has been corrected. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully deployed and expanded. The inner sheath was also kinked. No other problems were noted to the stent and delivery system. The reported event of stent positioning issue cannot be confirmed as this event occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU) / product label. Additionally, improper axios stent placement is a known potential complication associated with the use of the device in the manufacturer's labeling. Taking all available information into consideration, the investigation concluded that the reported event of stent positioning issue is a known potential complication associated with the use of the device in the manufacturer's labeling. Therefore, the most probable root cause is known inherent risk of device.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2024-05324 and 3005099803-2024-05325 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the gallbladder to treat a fluid collection during a drainage procedure performed on (B)(6) 2024. During the procedure, the axios 20x10 stent was attempted to be deployed; however, it fully deployed inside the endoscope. The stent was removed using biopsy forceps. Another 20x10 axios stent was then used; however, the same issue occurred. The procedure was completed using a 15x10 axios stent. There was no patient complications reported as a result of this event.